Manufacturer narrative:
The device component was returned for evaluation, and visual and functional tests were performed. The vyaire medical failure analysis technician was unable to confirm or duplicate the reported issue. A root cause cold not be determined.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has peep (positive end expiratory pressure) fluctuating issue while on patient used. The customer confirmed that there is no patient harm associated with this reported event.